Manufacturer narrative:
The device was returned for analysis. The reported ¿suture pulled out of the artery when the plunger was removed¿ was confirmed as a needle to cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The additional two proglide devices referenced are filed under separate medwatch report numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with proglide devices was attempted via a 6fr sheath, in a common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the sutures of the first proglide device were successfully placed. The sutures of the next three proglide devices were placed; however, when the plunger was removed, the sutures pulled out of the artery with all three proglide devices. Due to the device malfunctions, it was decided to use a different access point. Hemostasis was achieved using the pre-placed sutures from the first proglide device only. A cut down was performed approximately 2 cm proximal to the initial access site to complete the tavi procedure and check the closure of the previous site. The sheath was upsized to 17fr and the artery was sutured closed to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.